Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised forced sensor system and excessive no delivery test or verify rewind anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor stopped during the priming. The customer blood glucose level was 200 mg/dl and 203 mg/dl. Customer stated that they changes reservoir and gone to prime it, the motor will run and then shut off. The device will be returned for analysis.